Manufacturer narrative:
The last calibration was performed on (B)(6) 2021, the calibration signals are slightly lower than expected. The qc recovery was acceptable. No indication for a performance issue of reagent or instrument. The alarm trace was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4)

Event description:
The initial reporter received a questionable elecsys cea assay result for one patient with the cobas e 801 module. The initial result was 15.7 ng/ml. The repeated result was 0.8 ng/ml. This result was deemed correct and reported to the physician. The second repeated result was 0.9 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 500062 and the expiration date was 31-jan-2022.